Event description:
Cage broke at threaded portion. A portion of the implant remained implanted, given that the disc space was very tight and only partial parts of the implant were able to be retrieved.